Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon evaluation, it was discovered that monitor (B)(4) had a defective component (c9). The c9 component is a equivalent series resistance capacitor located on the biphasic defibrillator pca board of the monitor. The defective c9 shorted the battery connector pin 2 to ground, blowing the fuse of any battery pack inserted. The cause of the monitor not powering up was the fact that the batteries were all blown from the defective capacitor. The root cause of the defective capacitor cannot be positively identified but was most likely random component failure. No adverse event resulted from the defective component. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that his system would not turn on. He stated that the device was alarming all night to "adjust belt" and now it will not power up. The pt was provided with a replacement monitor.